Event description:
I'm using the dexcom g7. Lately I've started checking the accuracy comparing to my glucose meter since sometimes I feel off compared to what the cgm (continuous glucose monitoring) says. Today my dexcom told me I was 118 with an arrow down indicating I would be getting low soon. I went to go drink some juice but instead checked with my meter and my reading was almost 300. This has happened many times. My pump relies on the numbers from the dexcom to dose my insulin. If the reading is wrongly showing a high number but I'm not high I could get dangerously low having my pump give me excess insulin and vice versa if my cgm says I'm low but I'm high I'm not getting the insulin I need. My last a1c at the doctor was higher than it's been in years and I feel it's due in part to the dexcom g7 system being so inaccurate.